Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to an unrelated failure. Unrelated to the complaint, the display screen was found to be blank. A crack in the display screen was observed during evaluation. Replacement of the damaged display screen with a test display resolved the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.